Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device was received not deployed. The download data shows the pod generated a drive stall, low pulse widths, and an 0x5c alarm. The dip in pulse widths and the drive stall indicate the hook talon was failing to detent the ratchet gear, which caused the 0x5c alarm. The device was reset and rerun, and the rerun did not recreate the alarm, low pulse widths, or drive stall. During the investigation no damages or defects were observed that would contribute to the slipping. The hook talons failing to detent the ratchet gear can be confirmed as the cause of the reported needle mechanism failure and the generated 0x5c hazard alarm, however the cause of the failure to detent could not be determined.